Event description:
It was reported that, during a visit to barcelona, the patient with this implantable pacemaker fell. The patient alleged that this pacemaker stopped working right before the fall. The patient travelled back to the united states and further feedback was requested. At this time, no changes have been performed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that, during a visit to barcelona, the patient with this implantable pacemaker fell. The patient alleged that this pacemaker stopped working right before the fall. The patient travelled back to the united states and further feedback was requested. At this time, no changes have been performed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. The product performance issue could not be confirmed. No further adverse patient effects were reported.